Event description:
It was reported that on an unknown date, the patient underwent open reduction/internal fixation for a right bimalleolar ankle fracture with repair of syndesmosis. Four weeks post op, patient had a 1mm opening in the midportion of the medial excision with clear, serosanguinous discharge with no erythema. A 10-day course of augmentin was administered to the patient. 6 weeks post op, 1mm opening had widened and a screw head had become visible. Under sterile conditions, the screw head was removed in office, with wound irrigation and closure. Patient was continued on augmentin for infection prophylaxis. For the remainder of the follow up, patient demonstrated excellent rehabilitation, pain control, and no signs of infection. This report involves one unk - screws: cortex: trauma. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event: only the event year is known. This report is for an unknown screws: cortex: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.